Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'undetected occlusion' which was reproduced during evaluation. The cause was determined to be an out of specification downstream sensor reading. The force sensor requires calibration to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not alarm during an occlusion event and the patient developed a bruise. The event happened during infusion on a pediatric patient. There was no known patient injury or medical intervention associated with this event. No additional information is available.